Event description:
Caller reported a malfunction on pump, indicating two prior malfunctions before current issue. Blood glucose level was reported to remain below 500 mg/dl, indicating no adverse impact to customer's blood glucose level. Customer continued using current pump as backup therapy while cts arranged for pump replacement, instructed caller on returning malfunctioning pump, and facilitated sending replacement to caller without requiring delivery signature.